Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low battery alert and off no power without low battery indicator. The customer's blood glucose value was unknown. The customer stated that the battery did not last more than one week. The customer stated that they did not receive a low battery alert prior to the off no power alert. The customer did not have new energizer batteries to troubleshoot during time of call. The product was not returned for analysis.